Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "orthopat machine disk diaphram leaking post-op. No injuries reported. "

Manufacturer narrative:
The device was evaluated. The device could not power on and the fuses were blown. Fluid ingress was found and several critical electrical components were damaged. The parts that needed to be replaced due to the ingress were the power supply, ac filter, ac harness, and distribution pcba. The device was cleaned, repaired and upgraded for ingress revision. (B)(4).